Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect external axiem power/data cable. No parts have been received by manufacturer for analysis. On 01/03/2017 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed: axiem communication; axiem emitter working intermittently.

Event description:
A medtronic representative reported that while performing a system check-out, the axiem box was intermittently connecting to the navigation system and enabling axiem navigation. The medtronic representative was not able to replicate a pattern of when it would, or would not, connect. When tested on the another navigation system at the site, the axiem box was still intermittent. There was no patient present when this issue was identified.